Manufacturer narrative:
On 2/28/2018: during a follow-up, it was reported the customer successfully completed a supply change. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge dislodged from the pump. No damage was noted to the cartridge. Reportedly, the cartridge was successfully installed back onto the pump. Blood glucose level was in the 100's mg/dl range.